Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated MFR report # 3005099803-2008-01xxx, for a description of the other event. In 2008, it was reported to boston scientific corporation that a maxforce biliary balloon dilatation catheter device was used to perform and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on the same day. According to the complainant, during the procedure the balloon had a pin hole leak. The procedure was not completed due to another complication. No pt complications were reported as a result of this event. The pt was discharged.

Manufacturer narrative:
The lot number is unk; therefore, the device manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 2008 15-month maxforce biliary dilatation balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.